Manufacturer narrative:
(B)(4). One piece. How much blood did the patient lose? Approx 750ml. How many units of blood was the patient given? At least 2. How was the bleeding controlled? Immediate application of vascular clamps followed by suture ligature. On what tissue type was the device used? At what location on the tissue? Dissected pulmonary vein. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Dr. Believes it was the 3rd or 4th - had completed a peripheral wedge w green before moving to lobectomy and using white for this firing. During which stroke did the event occur? Unsure since he fired all 3 strokes. What other color cartridges were used before and after this event? Two or 3 ecr60g. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Dr doesn't believe that any were used. Were any unexpected noises heard? If so, when? None reported. Were any of the forces higher or lower than expected (closing, firing, or opening)? Force to close seemed higher - repositioned stapler 3 times before firing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Dr mentioned that prior to firing it did not look like the distal tips of the jaws were completely compressed the analysis found that one ec60a device was returned in good visual condition and with an ecr60w reload loaded in the device. The reload was noted fully fired. Upon evaluation of the reload, the cartridge body, some drivers, and one piece sled were noted to be damaged. Please note an investigation has been initiated to address the potential root cause for the damage of the one piece sled. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved it's complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during a lung wedge resection procedure, the device did not fire completely. The blade cut into the vessel but the staple line was not complete. The patient loss blood and had to be given blood immediately. The exact amount of blood loss is not known. It is unknown if another device was used to complete the procedure. The patient is okay.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How much blood did the patient lose? How many units of blood was the patient given? How was the bleeding controlled? On what tissue type was the device used? At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During which stroke did the event occur? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?

Manufacturer narrative:
(B)(4). One piece sled the analysis found that one device was returned in good visual condition and with an ecr60w reload loaded in the device. The reload was noted fully fired. Upon evaluation of the reload, the cartridge body, some drivers, and one piece sled were noted to be damaged. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.